Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump display screen was found to be faded and discolored. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the keypad was found to be torn from the contrast button to the down arrow button with exposed key contacts. The contrast button was found to be unresponsive but all other buttons responded normally. The keypad was removed and contamination was found under all of the button key contacts and the contrast button contact was found to be missing. The contrast button has no effect on the pump's insulin delivery function. The damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a faded and discolored display screen. This report is made based on the results of evaluation.